Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date (B)(6) 2013, inratio inr 7.5 and 1.7. The time between testing was within minute. Reportedly, the same finger was tested and the finger was "milked" after the finger stick. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.